Manufacturer narrative:
Device evaluation: the pump was returned and investigated on 20-aug-2018 with the following findings: the battery compartment and cap were found to be undamaged and able to fit. The pump powered up with auditory tones and vibration to a blank screen. The reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed and the u22 eeprom chip was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue.